Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported the implant ruptured and "collapsed", and "there is the health risk that worries me a lot if I have been carrying an implant in my body that could be harmful". This record is for an unknown side. The device remains implanted. It is unknown if explant surgery is scheduled or if the explanted device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5.

Event description:
It has been identified that this record, (B)(4), is a duplicate of (B)(4). Please see (B)(4) for reportable events.